Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the oscillating saw attachment device was vibrating too much. It was reported that a spare was not available for use and the surgery was continued with the actual device. As a result, there was a twenty to thirty minute extension in the surgical procedure as the surgeon had to be careful with the device slipping because of the vibration. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings inside the coupling were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.